Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm upon first inflation when inflated for a few seconds. The device was able to remove from the patient's body without problem with the usual method. The procedure was completed with another of the same device. No complications reported and patient was in good condition.